Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that five days post implant during an atrial capture threshold test, loss of ventricular pacing was observed.